Event description:
The customer reported that an lvp was programmed for a 50ml secondary of piperacillin/ tazobactam (zosyn) to run over four hours (12.5 ml/hr), but the 50ml bag was almost empty in less than an hour. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer does not allege a device malfunction, but has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer's report that a bag of piperacillin/ tazobactam had emptied prematurely during a secondary infusion could not be confirmed. Physical inspection of the device noted no existing malfunctions, damages or any anomalies. The log analysis noted that a secondary infusion of the noted drug was started at 06:48am on (B)(6) 2015 for duration of 4 hours. The infusion was terminated early by a user after 41 minutes and recorded an infused volume of 8.5ml. The reason for the early termination could not be ascertained from the log analysis. It was noted that the pump module performed other secondary infusions on the same patient prior to the reported incident with no reports of them having a discrepancy. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the customer's report was not identified. The disposables sets in use were not returned for investigation.